Manufacturer narrative:
Event date was not provided, therefore the first date of the month of the aware date was used.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the right carotid vessel. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon got separated from the delivery system and left a portion of balloon material in the patient's carotid artery. There were multiple attempts to retrieve the detached component with a snare. Further information has been requested but has not been provided at this time.